Event description:
A report was received that the patient was having loss of stimulation. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a new paddle lead. The ipg was also replaced per the physician's preference. The patient was doing fine postoperatively. During product analysis, it was discovered that the leads were fractured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; sc-2218-50 (serial # (B)(4)). The source of the complaint was verified to be the associated leads that were fractured/broken at the suture sites. Sc-1110-02 (serial # (B)(4)). The ipg has electrocautery burn marks on the case. The device profile indicated no anomalies prior to the explant procedure. The device exhibited high sleep current and low impedance due to analog integrated circuit (aic) damage. Exposing aic to high-electromagnetic or voltage transient can cause this type of failure. It was unknown if electrocautery was used during the explant procedure. Sc-4316 device evaluation indicated that the clik anchor passed the mechanical test performed. The clik anchor was locked onto a sample lead and tested for slippage. No anomalies were found.